Event description:
The facility's unit director of "4 pavillion" reported an incident of an overinfusion of morphine to a pt. A 100ml bag of morphine, concentration of 100 mg/ml, was programmed to be infused at a rate of 2ml/hr with a volume to be infused of 100 ml. One hour after the infusion was started, the bag was found to be empty. The unit director stated that on a separate pump, a primary infusion of 5% dextrose and .45% normal saline with 20meq of potassium chloride, was infusing at 75ml/hr with a volume to be infused of 1000ml. The morphine was reported to be connected at the lowest port of the primary line. The unit director stated there was no pt injury or need for medical intervention.